Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, the device would only pull a band down on one side. Reportedly, the handle was turned in order to continue deploying the bands; however, the same event occured and elastic bands would not fully deploy at all. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, the device would only pull a band down on one side. Reportedly, the handle was turned in order to continue deploying the bands; however, the same event occured and elastic bands would not fully deploy at all. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2610 relates to the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 and the ligator head were analyzed. A visual examination noted that the crimp was present on the trip wire and the trip wire was secured in the handle assembly slot when received. It was possible to observe that there were five bands attached on the ligator head which were moved out of their original positions. It was also noticed that the ligator teeth were bent. Additionally, there was evidence that the suture was likely cut by a sharp tool. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. Based on the evaluation of the returned complaint device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity and could have contributed to the reported issues. There was evidence that the suture was cut in order to remove the device from the scope. This condition is not considered as an issue of the device. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.